Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door was constantly failed and would not open. A field service engineer arrived onsite and investigated the issue. Found that the tower door was making clicking sounds and failing to open. Upon further inspection, determined that the door latch mechanism was defective. Replaced the latch mechanism, and after repairs, the tower door was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower did not allow storage space recovery and failed to time out, which forced users to reboot to access the cabinet. When "recover storage space" was selected, the system instructed to open a door or drawer, but the latch did not release, which prevented access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.